Manufacturer narrative:
(B) (4).

Event description:
On (B) (6) 2009, the patient had reported a tingling sensation in the chest. The sensation was not painful or uncomfortable, however, the stimulation was turned off. Five days later, the stimulation was turned back on. There was no tingling sensation. There was no accident related to the onset of the symptoms. The system was checked. Impedance values were >2000 ohms on some of the electrode pairs. Therapy impedance values were 512 ohms. Therapy had not been affected; the patient was getting good stimulation. Following troubleshooting, there did not appear to be any open circuits. Initial high impedance were believed to be due to the system being shut off for 5 days. The stimulation was effective; no programming changes were made.